Event description:
During a surgical procedure an attempt was made to raise the position of the cysto table. As the table was being raised there was a loud bang. Apparently the cysto table x-ray tube assembly came into contact with the surgical light causing the arm to stress, crack and break off. The light fell striking the pt's leg. The pt received a minor contusion, was treated and it did not effect the length of stay. Surgical lamp positioning will be evaluated to prevent reoccurance.